Manufacturer narrative:
Insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime alarm test, force sensor test, self test and excessive no delivery test. No prime/fill anomaly was noted during testing. Insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose, with blood glucose of 819 mg/dl at the time of the incident. The customer was at 162 to 50 mg/dl at the time of the call. The customer used manual injections and the pump to treat the high and food for the current low. The customer experienced high symptoms such as nausea, vomiting, abdominal pain, and difficulty breathing. The customer experienced low symptoms such as shaking, sweating, anxiety, mental confusion, belligerence, inability to follow simple commands, weakness, and fatigue. The customer was wearing the insulin pump during the incident. The customer states the pump is over delivering as they dropped low after a set change. Troubleshooting was not completed as the pump was missing a battery cap. The caller was also getting a check settings message and prime/fill issues where they are unable to exit the prime/fill loop. The customer was able to exit the loop during the call. The customer reported a hospitalization on (B)(6) 2018 with 1800 mg/dl levels. The customer reported that on (B)(6) 2018 while priming the pump, the pump emptied the reservoir and then once connected, half the reservoir contents were injected into her body within 30 minutes to an hour, causing the customer to drop to 50 mg/dl. The customer was hospitalized from (B)(6) to (B)(6) 2018. The insulin pump will not be returned for analysis.